Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: b7; g4; h2; h3; h6. Reported event is unable to be confirmed due to limited information provided by the customer. DHR was reviewed and no discrepancies were found. Root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2020-00145 and 0001822565-2020-00747.

Manufacturer narrative:
(B)(4). Concomitant medical products: shell porous with cluster holes 56 mm, pn 00620205622, ln61729020, femoral head sterile product do not resterilize 12/14 taper, ref 00801803202 lot 61738898, femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 12.5 standard, offset reduced neck length, pn 00771101210, ln 61719232. Multiple MDR reports were filed for this event, please see associated reports 0001822565-2019-04868. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a left total hip arthroplasty. Subsequently, the patient alleges unknown complications. No revision procedure has been reported to date.